Manufacturer narrative:
Lot/serial# (B)(4): (B)(4). Patient medications: warfarin, metoprolol, furosemide, simvastatin, allopurinol, colcrys, flomax, proscar, sertraline hcl, and vitamin d. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The excluder iliac branch endoprosthesis instructions for use (IFU) states, potential device or procedure related adverse events: endoprosthesis (incomplete component deployment). (B)(4).

Event description:
On (B)(6) 2017, the patient was implanted with gore® excluder® aaa iliac branch endoprostheses (ibe) to treat a left common iliac artery aneurysm. There was a pre-existing dissection in the right common iliac artery. The physician performed a coil embolization on the right common iliac artery with an amplatzer¿ vascular plug. It was reported that after implanting the ceb231010a/(B)(4) the physician implanted a gore® viabahn® endoprosthesis 11x5 (consignment, lot/serial# is not available) in the left external iliac artery for further extension. The physician then implanted a hgb161207/(B)(4) inside the gore® viabahn® endoprosthesis. Then a hbg161007a/(B)(4) was implanted as an extension into the left external iliac artery from the ceb231010a. Reportedly due to the length to seal inside the ibe device, the physician implanted an endurant aorto-uni iliac stent graft 32mmx14mmx10cm. Then implanted a plc271000/(B)(4) device to bridge the aorto-uni iliac stent graft and the ibe device. The physician could not get a seal due to the aorto-uni iliac stent graft being too low and could not fully open the plc271000/(B)(4) device. The physician then performed an unplanned fem-fem cross over and an unplanned bypass due to the dissection in the right common iliac artery. The patient tolerated the procedure.